Event description:
The customer reported that the jaws would not open. The jaws became stuck closed after cutting. It is unk if they were on tissue at the time. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.